Manufacturer narrative:
(B)(4). The customer returned one sheath ext assy with dilator for evaluation. Microscopic examination revealed the sample contained signs of use in the form of biological material inside the tip. The returned dilator tip was torn back on the side and the dilator is folded in. The dilator body length and outer diameter were measured and were found to be within specification. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. The IFU cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance." The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator material was folded back and inward. The dilator tip contained discoloration, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the device was used for endovascular treatment for acute-phase brain arterial occlusion. When inserting the dilator in sheath via right femoral artery, the user met resistance and removed it. The user found the dilator was damaged. A new kit was used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was used for endovascular treatment for acute-phase brain arterial occlusion. When inserting the dilator in sheath via right femoral artery, the user met resistance and removed it. The user found the dilator was damaged. A new kit was used.